Event description:
The customer reported that the insulin pump had frozen display. The blood glucose reading at time of call was 140mg/dl. Troubleshooting was performed. The customer stated that the buttons were unresponsive and the screen was still frozen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. The insulin pump received with missing end cap sticker. The insulin pump was tested with test keypad and had no frozen screen.